Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital biomedical engineer reported an issue with the mps console during use. He reported for perfusion that the console would repeatedly display an error code and would open the vent valve during cardioplegia delivery. The report stated that the console was used to complete the procedure with the perfusionist manually clamping the vent line closed. There were no patient complications reported as a result of the alleged issue. The console will be evaluated by a field service engineer.

Manufacturer narrative:
A field service engineer evaluated the console at the complainant's facility. The console data log confirmed the alleged error code. The fluid level sensor in this 13 year old console was found to be faulty. The sensor was replaced and the console released for use.